Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50x16mm synergy ii drug-eluting stent was advanced for treatment. However, the middle part of the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 3.50 x 16mm stent delivery system was returned for analysis. An examination of the crimped stent identified distal stent damage with stent strut lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. An examination of the tip found the tip to be damaged. No other issues were identified with the device.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50x16mm synergy ii drug-eluting stent was advanced for treatment. However, the middle part of the stent strut was damaged. The procedure was completed with another of the same device. No patient complciations were reported.